Event description:
Legal claim received. The legal claim alleges failure of implants and loose femoral component. The patient was originally implanted on (B)(6) 2007 with unknown products. The patient had a revision on (B)(6) 2009 where the femoral construct was revised with non depuy cement. The tibial insert was also revised. The tibial tray and patella was left in from the (B)(6) 2007 operation. The patient underwent another revision on (B)(6) 2012 for a loose femoral component. All implants were revised except the patella.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd (B)(6) 2014 - medical records received. A correct doi was provided. Medical records indicate the patient was originally implanted with depuy products on (B)(6) 2007. She was revised on (B)(6) 2008 for a loose tibial component (com (B)(4)). She was revised again on (B)(6) 2009 for loose femoral component (com (B)(4)). The patient was then revised a third time for pain and loose femoral components. The operative note didn't indicate that the stem was loose, only the femoral component. Due to this finding, the sleeve and bolt that were previously reported are being changed to two augments. It is reasonable to conclude that the pain be attributed to the loosening. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient medical records and radiographs were provided and reviewed by a depuy medical professional. Review of the investigational inputs confirmed loosening of the device. Review of the information provided could not determine the complaint is product related. The IFU cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It is not known to what extent this and her other comorbidities contributed to the reported event. The patient was also noted to have ¿soft¿ bone quality which is possible contributing factor to the device loosening. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.